Event description:
Spontaneous case was reported by a physician and describes the occurrence of medical device removal ("essure device removal") in a (B)(6) female patient who had essure (batch no. He0136z) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menorrhagia, adenomyosis and menometrorrhagia. Concurrent conditions included uterine leiomyoma, mastalgia, vaginal bleeding, pre-menstrual tension syndrome, vitamin d deficiency, hypercholesterolemia, anxiety, benign paroxysmal positional vertigo, sinusitis, allergic rhinitis, uti, cellulitis, joint pain, low back pain, fibromyalgia syndrome, hand pain and sleep disorder. On (B)(6) 2018, the patient had essure inserted. On (B)(6) 2018, 1 month 27 days after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced adenomyosis ("adenomyosis"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal and adenomyosis outcome was unknown. The reporter provided no causality assessment for adenomyosis and medical device removal with essure. The reporter commented: it was reported that essure was removed due to adenomyosis. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("essure device removal") in a 42-year-old female patient who had essure (batch no: he0136z) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, adenomyosis and menometrorrhagia. Concurrent conditions included uterine leiomyoma, mastalgia, vaginal bleeding, pre-menstrual tension syndrome, vitamin d deficiency, hypercholesterolemia, anxiety, benign paroxysmal positional vertigo, sinusitis, allergic rhinitis, uti, cellulitis, joint pain, low back pain, fibromyalgia syndrome, hand pain and sleep disorder. On (B)(6) 2018, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 1 month 27 days after insertion of essure. On an unknown date, the patient experienced adenomyosis ("adenomyosis"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal and adenomyosis outcome was unknown. The reporter provided no causality assessment for adenomyosis and medical device removal with essure. The reporter commented: it was reported that essure was removed due to adenomyosis. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Batch no: he0136z, production date: 2017-05-05, expiration date: 2020-05-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.